Event description:
It was reported that the patient had a suspected infection. Symptoms of pain, swelling and numbness at the implant site were noted. The patient underwent an explant procedure where the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6), batch: 17811308/17589989. Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 13483202.

Event description:
It was reported that the patient had a suspected infection. Symptoms of pain, swelling and numbness at the implant site were noted. The patient underwent an explant procedure where the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were removed. Additional information was received that the explanted devices were discarded and will not be returned.